Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, discomfort, inflammation, infection, recurrence, adhesions, abscess, fistula, dense fibrosis tissue, defective device, mental pain, suffering, permanent impairment, and loss of enjoyment of life. Post-operative patient treatment included bowel resection and mesh removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced bleeding, foreign body reaction, fistula, cramps, pain, discomfort, inflammation, infection, recurrence, adhesions, abscess, dense fibrosis tissue, defective device, mental pain, suffering, permanent impairment, and loss of enjoyment of life. Post-operative patient treatment included medication, bowel resection, laparotomy, closure of fistula, removal of abscess cavity, lysis of adhesions and mesh removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.